Event description:
The customer reported to siemens erroneously elevated loci high-sensitivity troponin I (tnih) results were obtained on three (3) different sample blood draws on separate dates from the same patient on a dimension exl integrated chemistry system. The erroneously elevated results were reported to the physician and questioned. Two of the sample blood draws were sent to another laboratory and reprocessed on an alternate non-siemens system. Lower results were obtained, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated loci high-sensitivity troponin I (tnih) results.

Manufacturer narrative:
An outside the united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding erroneously elevated loci high-sensitivity troponin I (tnih) results were obtained on three (3) different sample blood draws from the same patient on a dimension exl integrated chemistry system. Siemens healthcare diagnostics is investigating the event. Separate mdrs were filed for the same event.